Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty could not be determined based on the returned device analysis. Factors that contribute to difficulty flushing the device may include, but are not limited to manufacturing, incorrect user technique (marker lumen flushing). The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported arteriotomy closure of the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, the first proglide was attempted to be pre-flushed with saline prior to use, but no flow was observed at the marker lumen. The device was not used. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Return device analysis revealed blood on and in the device. There was evidence of blood in the foot pockets, in the handle of the device, and guide wire exit port; indicating that the device had been inserted into the patient anatomy. No additional information was provided.